Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained with a non bsc 6.0f sheath. The target lesion was a 90% stenosed, mildly calcified and mildly tortuous iliac artery. A non bsc guide wire and a 5.0 mm x 20 mm fg coyote nc mr (nc quantum apex) balloon were advanced to the target lesion. The balloon ruptured on the first inflation at 10atms for 30 seconds. The device was successfully removed from the patient and the procedure was completed with a different non bsc device. No patient complications were reported and the patient status is good.